Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and informed that quality control (qc) results were out of range and repeat testing was required. Siemens dispatched a customer service engineer (cse) to the customer's site. The cse inspected the instrument and noted the reagent probe 1 was bent. The cse serviced the aspirate probe and noted no other issue. The instrument is performing within specifications. No further evaluation of the device was required.

Event description:
Discordant falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on three patients' samples on the advia centaur xp instrument. The results were reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate advia centaur xp instrument. The repeat results were lower, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg results.